Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Evaluation summary: it is reported that x-rays show no movement of the components, and analysis of fluid from around the hip shows no infection, however neither x-rays nor lab reports have been returned for review. Operative notes have not been returned for review. The component fit and orientation per the surgical technique is unk. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Product compatibility is unk. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.